Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements. Further evaluation of the system was discussed. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier, d6a: implant date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements. Further evaluation of the system was discussed. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.